Event description:
A report was received that during a suctioning procedure, the elbow came off the catheter. No adverse events, patient injury or medical intervention were reported. Ballard medical products has no first hand knowledge of the allegations, but is relaying information received from outside sources persuant to federal regulations.